Event description:
It was reported that the ventricular lead exhibited 205 ohms impedance in the unipolar configuration. Loss of capture at high outputs were also noted. Lead impedance in bipolar was 333 ohms with a 5.5 v, 1.0 ms capture threshold. The lead was repositioned, however capture thresholds remained high. The lead remained implanted and outputs were set to 7.0 v, 1.0 ms. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.